Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system failed to boot up. Review of the logfiles shows defective fan and power tray. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that power tray in the m cabinet was defective. To resolve the issue, the fse replaced the pdu fan tray. The defective part was sent for analysis, for pdu fan tray and dcps malfunction was observed, and the failed component was found to be power supply unit defective. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.